Manufacturer narrative:
The device has been evaluated by boston scientific. Visual analysis of the returned device found dried body fluid found on the handle, main shaft and distal end. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Functional analysis was performed which indicated no abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an pressure decay test system set to 107 psi, and a touhy bourst (tb) seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Lumen pressure decay values were gross fail each time, indicating a serious leak in the lumen. X-ray found a length of wire or fiber resting on top of a section of lumen inside the handle. The wire is surrounded by dried fluid. The handle was opened. Confirmed a short length of wire resting on top of the lumen and is surrounded by dried fluid and rust. The wire is rigid and appears to be the same gauge as steering wire, not signal wire. Also found dried saline throughout the handle interior and on the pcb rear connector. A syringe filled with saline was connected to the luer fitting. When the plunger was depressed, saline leaked out from under the adhesive that secures the lumen to the handle.

Event description:
Reportable based on analysis completed on 5mar2020. A nav mifi oi was used in a myocardial ablation procedure. The catheter was placed inside the body but just before energization was started the generator lost recognition of the catheter. The procedure was completed by replacing that catheter with no patient complications being reported. Returned device analysis revealed a leak.